Event description:
It was reported that during a stenting treatment procedure, the stent did not fully expand. The target lesion was located in the superficial femoral artery. The 5.0x200mm innova stent was deployed. It appeared that the stent was fully deployed at the 80mm mark and the proximal end appeared fully deployed, therefore, the physician began to remove the stent delivery system. Following removal of the catheter, it was noted that the distal 80mm and the proximal 30mm were adequately deployed, with a portion that appeared elongated in between. Two additional stents were deployed in this area. There were no patient complications reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).